Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that he experienced hypoglycemia at work, but the device did not alert him for the low level. No bg or cgm values for that time were provided. He started to experience muscle cramping and became unconscious and fell. His work colleagues called the paramedics and an ambulance took him to the hospital. He was given IV glucose and discharged the same day. At the time of the report he was stable. No injuries from the fall were reported. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information available.